Event description:
It was reported that the patient's right knee was revised due to infection. A gmrs distal femur / knee was removed and a total femur (hemi acetabular implants, gmrs/ mrh knee components) was implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: gmrs proximal tib sml; cat# 64953101; lot# 187818a3; gmrs dist fem comp sml r 65mm; cat# 64952020; lot# rrs7r; mrs fem stem w/0 body 15x127mm; cat# 64853115; lot# 258802d; gmrs tib rotating sml comp; cat# 64953601; lot# 186059; gmrs extension price 70mm; cat# 64956070; lot# rcb9t; gmrs small femoral bushing; cat# 64952105; lot# lla696; gmrs small femoral bushing; cat# 64952105; lot# lky658; mrhk bumper insert - neutral; cat# 64812130; lot# lln755; mrhk tibial sleeve; cat# 64812140; lot# lkr256; gmrs small axle; cat# 64952115; lot# ctd84397; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.